Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
On (B)(6) 2019 around 7:00 pm, this iabp unit was used in the patient with acute myocardial infarction associated with reduction in blood pressure. Percutaneous coronary intervention was performed. The patient was transferred to intensive care unit (ICU) with connecting to this iabp unit and has been monitored. On (B)(6) 2019 at 1:31 am, it was noted that the monitor display got black out and pumping stopped without audible alarm. A nurse realized and reported to clinical engineer immediately. The iabp was once turned off and on again. The pumping was re-started approximately 3 minutes after the initial pumping stopped. However, reduction in blood pressure was observed in the patient. Then this iabp was replaced to another iabp. On (B)(6) 2019 at 2:31 am, this iabp was transferred from ICU to clinical engineering department in this facility and running test was performed to confirm this issue. On (B)(6) 2019 at 1:01 pm, the reported issue was replicated. This iabp was once turned off and on normally. Reportedly, the patient expired on an unknown date. This report is for the balloon which had no reported malfunction.